Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e2/e3 and g2 fields were corrected based on the available information at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been approximately 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the video function did not work properly due to image guide (ig) damage. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was able to display an image during testing. However, there was notable wear and tear throughout the subject device. The unit failed the leak test. Several components had fluid invasion damage present ¿ scope connector, ultrasound connector, electrical connector, and the forceps passage. The distal end adhesive was found damaged. There were minor scratches present on the switch and the insulation was found to be low. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera ii ultrasonic bronchofibervideoscope had possibly experienced fluid invasion and was now not displaying an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.